Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia with mesh. It was reported that after implant, the patient experienced adhesions, infection; mesh removal, recurrence, draining tract in the midline incision, massive abdominal wound with significant amount of necrotic tissue as well as an open wound overlying unstable abdominal wall, necrotic skin, abdominal wall fascia which had formed a slimy granulation bed, and transfusion with unit of packed red blood cells. Post-operative patient treatment included revision surgery 2 years and 4 months post-surgery. The patient underwent the repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions and repair enterotomy.

Manufacturer narrative:
The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of an incarcerated incisional hernia with mesh, and repair of separate incarcerated incisional hernia with mesh. She had revision surgery 2 years and 4 months post-surgery. The patient underwent the repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions and repair enterotomy. The patient experienced adhesion, infection; mesh removal, recurrence, and revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia with mesh. It was reported that after implant, the patient experienced adhesions, infection, recurrence, draining tract in the midline incision, massive abdominal wound with significant amount of necrotic tissue as well as an open wound overlying unstable abdominal wall, necrotic skin, abdominal wall fascia which had formed a slimy granulation bed, mrsa, bacterial infection. Post-operative patient treatment included revision surgery, repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions, transfusion with unit of packed red blood cells and repair enterotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia with mesh. It was reported that after implant, the patient experienced adhesions, infection; mesh removal, recurrence, draining tract in the midline incision, massive abdominal wound with significant amount of necrotic tissue as well as an open woundoverlying unstable abdominal wall, necrotic skin, abdominal wall fascia which had formed a slimy granulation bed, and transfusion with unit of packed red blood cells. Post-operative patient treatment included revision surgery 2 years and 4 months post-surgery. The patient underwent the repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions and repair enterotomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia with mesh. It was reported that after implant, the patient experienced adhesions, infection, recurrence, draining tract in the midline incision, massive abdominal wound with significant amount of necrotic tissue as well as an open wound overlying unstable abdominal wall, necrotic skin, abdominal wall fascia which had formed a slimy granulation bed, mrsa, trouble breathing, issues with diet, bacterial infection. Post-operative patient treatment included revision surgery, repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions, radical debridement of abdominal wound, transfusion with unit of packed red blood cells and repair enterotomy. Relevant tests/laboratory data: (B)(6) 2016: wbc 15.4. (B)(6) 2016: wound culture (abdominal incision) positive for 3+ wbc, 1+ morganella morganii, 1 + e coli, 1+ mrsa. (B)(6) 2016: jp drain culture positive for 4+ wbc, 1+ gram positive cocci, mrsa.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code, ime e2402 updated to include: "abnormal wbc count"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated incisional hernia with mesh. It was reported that after implant, the patient experienced abnormal wbc count, adhesions, infection, recurrence, draining tract in the midline incision, massive abdominal wound with significant amount of necrotic tissue as well as an open wound overlying unstable abdominal wall, necrotic skin, abdominal wall fascia which had formed a slimy granulation bed, mrsa, trouble breathing, issues with diet, and bacterial infection. Post-operative patient treatment included revision surgery, repair of recurrent incarcerated incisional hernias, removal of infected mesh, complement separation with myofascial advancement flaps bilaterally, extensive lysis of adhesions, radical debridement of abdominal wound, transfusion with unit of packed red blood cells and repair enterotomy.